Manufacturer narrative:
(B)(4). Batch # t5el6l. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage, with a gst60b cartridge reload not loaded on the device. The cartridge was received partially fired 1/2 with the cartridge deck damaged. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. Further analysis shows that the one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
It was reported that during a semi-open unknown procedure, an unexpected sound was heard suddenly and the device stopped halfway through the fourth firing. The device was used to close an insertion site for feea. When the surgeon checked that jaw, it was found that the cartridge deck was detached from the cartridge pan, and the deck slid forward. Also, the middle part of the cartridge was deformed and damaged, like the jaws had clamped hard objects. But the surgeon commented that the jaws did not clamp any hard objects and the cartridge was loaded into the jaw properly. Another device with another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.